Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer saw air bubbles in her reservoir. The customer's blood glucose was 227 mg/dl. The customer had been having this issue on an on-going basis for six months. Customer had done troubleshooting, but nothing improved. Customer stated that she received many champagne bubbles, but then they formed a big bubble. Customer stated that she did not experience leaks, and she does the priming process as usual. Customer stated that she was hospitalized for diabetic ketoacidosis and a heart attack due to not receiving insulin because of air bubbles. Nothing further reported.